Event description:
A (B) (6) female was treated for a mid-shaft femoral fracture on (B) (6) 2008, using an aos modular nail. The pt developed a non-union and six months after the nail had been implanted, the nail broke through the distal window of the nail. Initial review of the nail suggest that the failure was due to prolonged fatigue, based on the non-union. The broken modular nail was removed on (B) (6) 2009 and replaced with another companies nail.